Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the caller to perform a system check, and it was discovered that the customer was using cold insulin. Tandem technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. The customer changed the cartridge and infusion set and resumed insulin therapy.